Event description:
It was reported that an ilet pump¿s screen was shattered while the device continued to accept input and appeared to function, and a replacement device was arranged. Symptoms included no injury. Outcomes included no alarms and continued therapy use. Investigation included internal review of the reported hardware damage and arrangements for device return for evaluation. Investigation of this case revealed a damaged display/screen component consistent with a broken or cracked user interface while core pump functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or stress.